Manufacturer narrative:
Occupation: lab manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during angioplasty within the superficial femoral artery (sfa), an advance 18 lp low profile balloon catheter ruptured longitudinally at eight atmospheres. A cook sheath and cook inflation device were used during the procedure. The balloon was inflated one time for ten seconds within the mid-sfa, which was 100% occluded and very calcified. Blood was noted in the inflation device at the time of rupture. The balloon was not inflated within a stent. The balloon was removed intact. During the same procedure, another advance 18 lp low profile balloon catheter also ruptured (cook reference # (B)(4)). A third balloon was used to complete the procedure. No unintended section of the device remained inside the patient's body. The patient did not require any additional procedures due to the occurrence. According to the initial reporter, the patient did not experience any adverse effects.

Manufacturer narrative:
Summary of event: as reported, during angioplasty within the superficial femoral artery (sfa), an advance 18 lp low profile balloon catheter ruptured longitudinally at eight atmospheres. A cook sheath and cook inflation device were used during the procedure. The balloon was inflated one time for ten seconds within the mid-sfa, which was 100% occluded and very calcified. Blood was noted in the inflation device at the time of rupture. The balloon was not inflated within a stent. The balloon was removed intact. During the same procedure, another advance 18 lp low profile balloon catheter also ruptured (cook reference # (B)(4), MDR # 1820334-2022-00397). A third balloon was used to complete the procedure. No unintended section of the device remained inside the patient's body. The patient did not require any additional procedures due to the occurrence. According to the initial reporter, the patient did not experience any adverse effects. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. Two related non-conformances were noted on the lot; however, all non-conforming product was scrapped, and there are 100% inspections in place to identify this failure mode prior to distribution. There have been no other reported complaints for this lot number. The product IFU instructs the user to inspect the product upon removal from the packaging. The rated burst pressure, per the device label, is 12 atm/bar. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that patient anatomy contributed to this incident. The user reported that the device was used in a very calcified, 100% occluded vessel, which likely caused the balloon rupture. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.